Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit displaying a blank screen. The unit was triaged and the reported issue was confirmed. The lcd was replaced to correct the issue. The unit was then tested; unit passed all testing. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
Submit date: 3/6/17.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service found that the unit had a blank screen.